Event description:
It was reported that the device has yellow screen for battery. There was no patient involvement reported.

Manufacturer narrative:
The reported event of device had battery problem was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of (B)(6) 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the pcu 1.5 module battery problem could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device has yellow screen for battery. There was no patient involvement reported.